Event description:
It was reported that during routine generator exchange that high pacing impedance, loss of capture and failure to sense due to fracture was noted on the left ventricular (lv ) lead. On (B)(6) 2022, the physician elected to cap and not replace the lv lead. The patient was in stable condition.

Manufacturer narrative:
The reported events of fracture, failure to capture, high pacing impedance, and failure to sense were not confirmed. As received, a partial lead (only connector portion) was returned in one piece. Electrical, mechanical, and visual analysis was normal with no anomalies found.